Event description:
It was reported that the patient encountered exit block with a right ventricular (rv) lead that exhibited high impedance with a possible fracture. It was also reported that one inappropriate therapy was delivered. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Lead failure predictor triggered on (B)(6) 2014 for ventricular sensing integrity counter (sic) and non sustained episodes. Multiple non sustained episodes with short interventricular (v-v) intervals (B)(6) 2014. Average of 1600 ventricular sic/day over last 1.2 days. Right ventricular (rv) pace impedance steady at 500 ohms through (B)(6) 2014, rises out of range greater than 3000 ohms, starting (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).